Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The fluoro functions board was reseated and the software was reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not perform fluoroscopic x-ray. No patient injury was reported.